Event description:
It was reported that the right ventricular (rv) lead showed high impedance. The bipolar measurement had increased higher than unipolar measurement. Reprogramming was performed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead, implanted 2001 (B)(6). (B)(4).